Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. Subsequent testing of the patient sample, on the same analyzer, recovered an elevated result, within the risk stratification. Retesting of the sample on an alternate methodology produced a lower result within the normal reference interval. The original elevated result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted clot detection was disabled and re-enabled it then performed calibration. The fse replaced the main pipettor probe and performed alignment. Ultrasonics operation was verified and the wash station insert was replaced. The fse noted the wash valve seal had a slight imperfection and replaced the seal. The wash valve rotor was also replaced due to possible binding in the shaft guide. The fse replaced the wash pump seals and noted wash prime operation was acceptable. The fse replaced the substrate probe and verified the incubator track was clean, and the belt and clips were in good condition. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. Insert, rotor. The customer-supplied data was reviewed. Quality control (qc) was performing within the laboratory's established limits at the time of the event. System checks, performed on the date of the event, passed within instrument specifications. The patient sample was collected in a plasma sample tube and centrifuged at 1,750 rpm (revolutions per minute) for ten minutes. The customer performed weekly maintenance after the elevated results were generated.